Event description:
It was reported that this pacemaker was found to be operating in safety mode with three consecutive resets. It has been explanted and replaced. No additional adverse patient effects were reported.